Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when injecting into the line the medication back-flowed into the bag, the issue of "back flow" happened daily.